Event description:
A report was received that the patient had developed an infection at the midline incision site. The symptoms were redness, pain, and drainage. The physician explanted the precision system and administered the patient IV antibiotics. The physician did not believe that the infection was device or procedure related nor did he know the cause of the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm; model#: sc-1110-02, (B)(4), model description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.